Event description:
The patient developed an infection in tooth location 21 after the fixture was implanted for over one and a half (1 1/2) years. The doctor indicated infection was the only contributing factor for implant removal.